Event description:
Reporter alleged the customer received the results of hi (greater than 600 mg/dl) and 149 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips are gone, so no product will be returned for evaluation.